Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, a cuff leak occurred. The customer reported that they had many issues with the cuff not sealing the airway well. They reported suspicion that this was because of the small surface area compared to the barrel shaped cuff. It was reported that the patients with high intrathoracic pressure had leakage around the cuff even after they increased pressure significantly. It was reported that a patient that is currently using this tube is leaking around the cuff. The rt said they increased cuff pressure, but it is still leaking. There was no patient harm reported. It was reported that the patients did not have to be recannulated due to the issue and that the patients were on ventilators. The customer was not able to provide the product code or lot number.